Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a lateral entry nail procedure, the nail would not fit together well with the insertion handle. Because of this, the aiming arm would not align with the locking holes on the nail.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that there are different nicks, dents and deformations all over the instrument visible. The relevant dimensions of the tang were measured and found according to the specification. Also there are no damages visible at the tang which could cause an improper connection between the handle and the nail. However, we found some heavy deformations, obviously caused by strong hammer blows, at the bottom of the sleeve hole. These deformations make a proper insertion of the sleeve and finally a proper function of the handle impossible. We can only assume that this was the cause of the complained malfunction. This device was obviously often and intense used, which actually does exclude a manufacturing fault. Our findings do not correspond with the complaint description, therefore it is concluded that this complaint is indeterminate from a manufacturing standpoint.